Event description:
Intl (australia) complaint received reporting leakage problems with use of titan/medcomp catheters, fresenius blood line av/fres 2008-4008/ap and d1000 tego connectors. It was reported that "...patient had presented to hospital with leaking tego ..on the (B)(6). Small amount of bleeding from red lumen on dialysis catheter. Tego changed, blood cultures taken (negative)." There was no reported adverse pt consequences.

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned for analysis and investigation. Visual inspection (pre and post decontamination) was performed. The results recorded no obvious abnormalities. Although requested the involved access and mating devices were not returned for analysis. Engineering testing and analysis was conducted. The returned tego connector was leak tested per the applicable product specifications. The results recorded no leakages/performance issues. Additional pressure leak testing was performed. The results recorded no leakages and/or functional issues were replicated. Mfg lot record review: a review of the mfg. Lot database for the reported lot number 2711296 (mfg date 07/2013) shows (B)(4) units were mfgd., tested, inspected, and released. There were no exception documents generated during the mfg. Lot build. Findings: engineering analysis of the one returned tego connector recorded no leakages, performance issues and/or out of spec conditions. Cause of the reported event is unknown. This report and the associated information have been provided to the distributor and reporting facility for their review and records.